Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, while drilling, a compression screw did not target the screw hole on the nail. Then removing the nail and checking, it was found there was damage around the screw hole. Using a smith and nephew back up device, the surgery was completed. No harm to patient. No surgical delay.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the screw hole is damaged on the intertan 10s 10mm x 18cm 130d. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed no part revealed prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include material in use or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.